Manufacturer narrative:
Patient sex was not provided. The categories for outcomes attributed to adverse event are not applicable to the event as it pertains to a product problem. Abbott medical optics¿ investigation subsequently identified the operator user of the catalys system may inadvertently plan cataract incision treatment for the operative eye template settings (right or left eye) to be saved into the opposite eye template settings and is interchangeable. Amo has issued an advisory notice to reinforce instructions provided in product training and in the operator¿s manual regarding verification of all treatment parameters prior to proceeding with treatment. In addition, amo is developing and implementing catalys system software version 3.00.06 as a correction and will implement worldwide. Device manufacture date: october 2014. All pertinent information available to abbott medical optics at this time has been submitted. Placeholder.

Event description:
During a catalyst procedure, the surgery center reported the patient¿s operative eye was treated with opposite eye parameters. The left eye template was copied to the right eye template.